Event description:
Iformation was received that reported a patient was hospitalized in 2007 due to hyperglycemia. It was reported that the patient's blood glucose became elevated for about 24 hours prior to the hospital admission. When the patient began vomiting, and the blood glucose was 500 mg/dl; the were transported to the hospital. Upon admit, blood glucose was 476. The reporter stated there is some physical damage to the device with multiple cracks visible on the device and the cartridge cap. The device will be returned for evaluation.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.